Event description:
A medtronic ent representative reported that, while in an ent procedure, the instrument tracker stopped tracking. This did not occur while actively navigating an instrument. The tracker was re-connected to the axiem box without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number and is unavailable. The instrument tracker was disposed of by the site and will not be returned to manufacturer for analysis. Site disposed of device.